Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that one of the tabs on the tlif/dlif broke off during a olif case. It was noted that it occurred on the last capstone cage that was being inserted. It was reported that the tabs broke inside patient anatomy. The issue caused no delay and no patient harm.